Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings:a review of the black box did not find any evidence of power issues. A review of the black box and pump histories indicated a call service 054 alarm had occurred. There was no damage to the battery cap or battery compartment. The battery cap secured properly to the pump and the pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contacts were found to be within required specifications. The pump casing was opened and there were no defects found to the power circuit. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly the display screen was blank and the pump was ¿howling¿. The reporter noted that the battery was replaced a couple of days before the issue and that there was no low battery warning or replace battery alarm prior to the display going blank. During troubleshooting, the reporter replaced the battery and the pump powered on. However, the reporter was concerned that the pump would stop working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.